Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed button error. The reporter did not know the blood glucose reading. The caller stated that the insulin pump had been dropped in water by accident and that a request for a new insulin pump would be made. Nothing further reported.